Manufacturer narrative:
Device manufacture date: unknown device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of (B)(6) y2014. The review was performed from the date of manufacture to the present date (B)(4) b2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had channel error. There was no reported patient involvement

Event description:
It was reported that the device had channel error. There was no reported patient involvement.

Manufacturer narrative:
Unique identifier (UDI) #,reporting office contact, device manufacture date, labeled for single use, imdrf annex a,b,cd & g grids and manufacturer narrative(DHR updated) fields are updated. Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the source device sn (B)(6) which confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12may2014. The review was performed from the date of manufacture to the present date 15apr2021. A review of the device history record in sap for sn 14087923 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.